Manufacturer narrative:
The reported complaint that the autopulse platform (sn 37203) has a damaged screen that is completely unreadable was confirmed during visual inspection. The likely root cause for the reported complaint was due to a harsh impact. The lcd screen was replaced to remedy the complaint. The autopulse platform passed the initial functional testing without any faults or errors. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).

Event description:
The customer reported the autopulse platform (sn 37203) has a damaged screen that is completely unreadable. It looks like the screen was hit by a hammer and spidered from there. This was not how the device was damaged, but how the customer described the screen. It is unknown how the damage occurred. No patient involvement.